Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing migration, lead moved, or wire moved and bleeding/hemorrhage. On (B)(6) 2024 patient alleged that the stimulation caused them sunday (B)(6) 2024 night through early monday morning to experience a sudden increase in bodily heat from her hairline on her head all the way down to their legs. The stimulation felt so powerful that they thought they "could have heard it" and the bodily heat was so strong that even when laying on her bed without sheets they were uncomfortable. The temperature was not due to their  furnace as the thermostat was set to 66 degrees fahrenheit. During that night, patient decided to use the programmer to decrease stimulation from 1.1 to 0.6; but did not change the program, only the number. After a few hours had passed, their bodily heat returned close enough to normal that they were able to sleep with the covers on again. Patient let their surgeon know, but he did not think that the therapy was related to this symptom. A  representative instructed patient to decrease the stimulation further and then gradually increase it again until the bodily heat became bothersome once more to try to diagnose the optimal number that patient would experience symptom relief without having to experience that heat.